Event description:
A report was received that the patient had difficulty coupling charger to the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the ipg passed electrical and photographic imaging tests performed. The complaint regarding charging issue was not verified. In the lab, the ipg was successfully charged to full capacity in one cycle. This result attested that the device is capable of being charged fully under a proper charging method. The charge profile data showed that the recent charging attempts had not been optimal with unknown reasons. Battery depletion was within the normal range. During testing, it was determined that the analog ic had damage to the case cell driver node located in the analog integrated circuit (ic). The cause of the damage is unknown. This damage is unrelated to the complaint as it caused the impedance readings to register as low impedance, instead of high on open channels, and only slightly higher than normal on channels connected to a load.

Event description:
A report was received that the patient had difficulty coupling charger to the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had difficulty coupling charger to the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the ipg was too deep. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.